Event description:
While attempting to place quige wire for vena cava filter, surgeon noted perforation of inferior vena cava. Guide wire removed from pt. It was noted that guide wire was loaded in hoop incorrectly and stiff end of wire was positioned to advance from hoop first.